Event description:
A healthcare provider contacted intera requesting an additional patient ID card for a patient with intera 3000 hepatic artery infusion pump serial number (B)(4). They stated the device was implanted on (B)(6) 2022 and revised (B)(6) 2022. When intera asked about the nature of the revision, it was stated that the patient had noticed "blood drainage through her incision and this has continued over time." Patient was admitted for a pump pocket washout and hematoma removal on (B)(6) 2022. The device was not explanted. No other patient consequence was noted.

Manufacturer narrative:
No device defect or malfunction was alleged. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental MDR will be filed.